Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call to have experienced hospitalized high readings and motor error alarm. The customer's blood glucose reading was 542 mg/dl during time of hospital visit. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the pump during time of hospital visit. The customer did not report motor position encoder error alarm. The customer reported the drive support cap to appear normal. The insulin pump will be returned for analysis.